Manufacturer narrative:
Device has not been made available yet.

Event description:
During the guidance phase of the surgery, the surgeon inserted the a drill (not supplied by medtech) into the drill adapter and proceeded to drill. The drill seized and could no longer rotate and could not be removed from the adapter by hand. Pliers were used to remove the drill bit from the adapter. Upon removal, the adapter was inspected and a new bit was used.

Manufacturer narrative:
The drill adapter from device (B)(4) was not available and therefore it was not possible to do an investigation or inspection to confirm the reported issue or determine the root cause for the event on this occasion. Should the subject device become available in the future the investigation will be re-opened.